Event description:
It was reported that an unspecified number of heparin 10ul 5ml fill in 10ml syringe experienced missing label information. The following information was provided by the initial reporter: material no.: 306510 batch no.: unknown (provided 81311n). Verbatim: the customer has 4- ndc : 08290306510heparin lf 50 un-5 ml syg 120x5 ml. The customer is needing to return them. His reason is because they are in a hospital and the items did not have a scan bar code.

Manufacturer narrative:
Per additional information received from the customer, it has been determined that this complaint captures an incident of general dissatisfaction, which is not considered to be a reportable complaint.

Manufacturer narrative:
Per additional information, the lot # has been updated. The following information has been updated: medical device lot #: 813221n. Medical device expiration date: 2019-11-11. Device manufacture date: 2018-05-17.

Event description:
It was reported that an unspecified number of heparin 10ul 5ml fill in 10ml syringe experienced missing label information. The following information was provided by the initial reporter: material no.: 306510 batch no.: unknown (provided 81311n). Verbatim: the customer has 4- ndc : 08290306510heparin lf 50 un-5 ml syg 120x5 ml. The customer is needing to return them. His reason is because they are in a hospital and the items did not have a scan bar code.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of heparin 10ul 5ml fill in 10ml syringe experienced missing label information. The following information was provided by the initial reporter: material no.: 306510, batch no.: unknown (provided 81311n). Verbatim: the customer has 4- ndc : (B)(4), heparin lf 50 un-5 ml syg 120x5 ml. The customer is needing to return them. His reason is because they are in a hospital and the items did not have a scan bar code.